Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a x-ray switch security error message. No pt injury was reported.